Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the registration probe verified but the application software displayed the instrument was a shaver. The site restarted the navigation system without resolution. It was then noted that the navigation system was restarted multiple times until the probe appeared as a probe and not the shaver. There was a reported delay to the procedure of less than 1 hour due to the reported issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Software investigation could not determine the probable cause. See regulatory rep # (B)(4) for system checkout. If information is provided in the future, a supplemental report will be issued.